Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine visit, non-sustained rv lead noise issue was observed. The rv lead noise was reproducible with isometric testing. The noise was noted on the ventricular sense amplitude channel during the isometric testing and is likely due to a lead issue since the noise was reproducible. No programming changes were made until the physician can determine the next step for the patient. Lead is being monitored. Patient is stable.